Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history record review. The device was returned for evaluation. Visual and functional testing were performed. Visual inspection found that the device was in good condition with no appearance of physical damage. The liquid crystal display red wire was broken from the connector on the main board. During occlusion testing, the motor rate error was found. The root cause of the reported issue was found to be a combination of leadscrew and clutch halves that did not operate as intended. Replaced leadscrew and clutch halves, greased plunger tube for grinding noise. Performed pm maintenance and all the functional testing which passed.

Event description:
It was reported that there was a motor rate error - when moving plunger drive there's a grinding noise. No patient injury was reported.